Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On an unspecified date, the patient had been discharged from another facility for a breast biopsy for suspicion of cancer, which was confirmed and excised at that time on (B)(6) 2016. At the time, the patient's lactate dehydrogenase (ldh) level had spiked to over 700 u/l from a baseline of approximately 300 u/l. The patient was treated outpatient after being discharged with a lovenox bridge. Upon discharge, the patient's inr was subtherapeutic at 1.5 and routine coumadin dosing was initiated. The following week, the patient's inr value was reported to be in the therapeutic range. Additionally, ldh values began to drop from 700 u/l to less than 500 u/l; then 400 u/l and the week following was in the 300 u/l range. No thrombus was suspected at that time and the patient reportedly remained asymptomatic. On (B)(6) 2016, it was reported that interrogation of the patient's system controller noted low speed operation alarms and pump stop events. The patient had remained asymptomatic. Prior to the event, the patient reportedly connected to external battery power for approximately 45 minutes and denied any alarms or a poor connection. A cause for the pump stop event could not be determined. The patient would remain at the center on external battery power pending analysis of the submitted log file and x-ray images by technical services. As of (B)(6) 2016, the laboratory test results indicated an ldh level of 374 u/l. The patient remained stable with a current inr of 2.6. Previously, the patient's inr had been over 2.2 for approximately 1 month. Over-diuresis was reported and the patient's lasix medication had since been discontinued. It was reported that the patient would continue to be monitored. The submitted log file analyzed by the manufacturer's technical services showed pump stoppage events which appeared to be occurring while the system was connected to the power module. The quality of the submitted x-rays was blurry and the manufacturer's technical services representative was unable to see any area of concern. A driveline short to shield issue was suspected. An evaluation and potential repair of the driveline was planned for (B)(6) 2016. The healthcare team would decide if a pump exchange was warranted. On (B)(6) 2016, the manufacturer's technical services representative evaluated the patient's driveline and an external repair was completed. After the repair, no further alarms occurred and the patient was discharged home.

Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a specific cause for the atypical events could not be conclusively determined through this evaluation. A distal end percutaneous lead replacement was performed and approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. A few areas of minor breakdown of the metal braided shield were observed on the driveline, which appeared consistent with approximately 6 months of use. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.